Manufacturer narrative:
The device was returned to zoll medical corporation for eval. During disassembly of the device to determine root cause, the tech observed physical damage consistent with mishandling. Root cause could not be firmly established due to the observed damage the device was recertified and returned to the customer. Analysis of reports of the type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powers up in the incorrect mode. Complainant indicated that there was no pt involvement in the reported malfunction.